Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection was performed and the front enclosure was cracked with missing hardware, unrelated to the reported complaint. From the received condition of the platform, the damages appear to have been caused by normal wear and tear. The autopulse platform was manufactured in 2007. Functional testing was performed and the platform displayed user advisory (ua) 08 (motor controller fault detected) upon powering on the platform, thus confirming the reported event. It was determined that the motion control processor board was defective. In summary, the reported complaint of the ua08 error message was confirmed during functional testing. The motion control processor board was replaced to remedy the reported complaint. Unrelated to the reported complaint, the physical damage to the platform was attributed to normal wear and tear. Following the service repair, the platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to chelmsford on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a routine shift check the autopulse platform (B)(4) displayed a user advisory (ua) 8 (motor controller fault detected) error message that could not be cleared. No patient involved with this event. No additional information provided.